Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 of the initial medwatch report should indicate: a stryker canada technician evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The canadian service depot replaced the device's ac power adapter (acpa) as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer. The replaced part was sent to the stryker us product assessment center (pac) for further investigation. The pac technician was also unable to duplicate nor verify the issue. No root cause could be determined. The acpa is being returned to supplier.

Event description:
The customer contacted stryker to report that their device randomly turns off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device randomly turns off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.